Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further not further described. The peritonitis was manifested by abdominal pain and cloudy pd effluent. It was reported that the same day as event onset, the patient was hospitalized day and was treated with vancomycin injection (1gm, stat, intraperitoneal, one dose), injection amikacin (100mg, stat, intraperitoneal, one dose then 50mg, once daily, intraperitoneal, discontinued after 14 days), injection imipenem (500 mg, once daily, intraperitoneal, discontinued after 14 days) for peritonitis. Four days after hospital admission the patient was discharged. Fourteen days after event onset, the patient was recovered from peritonitis. Pd therapy is ongoing. It was reported that retraining on the proper aseptic technique for the patient was pending. No additional information is available.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.